Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Gonarthritis/knee pain worsened [arthritis]. Difficulty in walking progressed [gait disturbance]. Knee swelling worsened [joint swelling]. Case description: spontaneous report was received on (B)(4) 2012, from a physician regarding a (B)(6) female, pt, initials (B)(6), with gonarthrosis of right knee. The pt's medical history was significant for previous administration of synvisc ((B)(6) 2011). On (B)(6) 2011, the pt initiated treatment with synvisc injection at a dose of 2 ml, once per week in right knee. The synvisc lot number was not provided. On (B)(6) 2011, pt's knee pain and swelling worsened. On (B)(6) 2011, the pt received second injection of synvisc. On the same day, pt's difficulty in walking progressed. The pt received treatment with steroid infusion. On (B)(6) 2012, the pt recovered from gonarthritis/knee pain worsened. On an unspecified date, the event of difficulty in walking progressed and knee swelling worsened were also resolved. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the events of gonarthritis/knee pain worsened, difficulty in walking progressed and knee swelling worsened was not provided. The reporting physician assessed the relationship between the synvisc and the event of gonarthritis/knee pain worsened as probable. The relationship between synvisc and the events of difficulty in walking progressed and knee swelling worsened was not provided by the reporting physician.